Event description:
It was reported to boston scientific that during an attempt to cauterize an esophageal bleed, the injection gold probe bipolar catheter was not functioning. All the connections were checked and the device still would not cauterize. The case was completed with another of the same device with no pt complications.

Manufacturer narrative:
Other, device would not cauterize. The device history record was performed and no discrepancies were found that could be related to this complaint. The reported lot number has not been involved in any add'l complaints. The suspect device has been disposed; therefore, a device eval will not be performed. The event description does not provide detailed info on how the event occurred. After reviewing the info available, the investigation conducted failed to indicate a root cause or probable root cause.